Event description:
It was reported that on (B)(6)2010, at outlying facility for mi, pt treated with 2.5x15 promus otw to proximal lad. Discharged on asa and plavix, but has a history of not being fully compliant with medicines. On (B)(6) 2010, transferred to our facility with nonstemi. Films reveal 100% occlusion at site of previously placed stent with thrombus. A 2.5x15 apex for multiple inflations. Thrombectomy performed. A 3.0x15 apex to further dilate with good angiographic results. Integrilin drip to continue for 12 hours. Discharged on asa and prasugrel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. Myocardial infarction and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.